Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a "batteries low, replace controller batteries soon" message was seen. There were no other issues found. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are having different problems with the controller since about 3 weeks ago when recharging the implanted neurostimulator (ins). Pt stated they get message to replace the controller batteries soon and the controller is fully charged, they saw message system problem rm06, and the controller screen went black. Pt stated they reset the controller and controller will start working again and same things happens over again. Pt stated a month after having the ins, the controller screen went white, and they reset the controller and controller was working well. Patient services (ps) asked them to connect with the controller and controller shows ins 70% and controller 60% charged. Ps asked pt to inspect the controller port for damage and pt said there is no damage. Pt plug controller into the outlet and controller is recharging. Ps asked them to inspect the recharger (rtm) for visible damage and pt said there is no visible damage but there is little wiggle room on the rtm when plug into the controller and the paddle gets warm.